Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl, 578 mg/dl and 587 mg/dl. The customer also had issue with no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined troubleshooting for high blood glucose value and no delivery. The insulin pump will not be returned for analysis.